Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the control body drum unit was found to be frozen due to corrosion. A definitive root cause of the observed corrosion could not be determined, however, the issue was likely the result of component failure due to fluid invasion and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the uretero-reno videoscope exhibited corrosion and a frozen control body drum unit. There was no patient involvement, and no harm was reported as a result of the event.